Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed several alarms. The blood glucose reading was unknown. The customer stated that the last time she changed the battery, the settings went crazy. She stated that she was sent a replacement battery cap, but she stated that the insulin pump still had issues. She was advised that the insulin pump experienced an unexpected restart. She was advised to monitor the insulin pump, but she requested replacement of the insulin pump. Nothing further reported.